Event description:
Enterprise migration. This was the first time this unruptured basilar tip aneurysm was being treated. The pt was pre treated with antiplatelet therapy with plavix 375, asa 325 prior to the procedure. After the stent delivery and coiling of the aneurysm were completed. Sometime after procedure was over, the stent migration was noted down the basilar about 10 mm. The proximal and distal ends were still distending beyond the neck of the aneurysm on either side after the migration. There was no difficulty with the delivery or the deployment of the stent. The stent fully expanded. The proximal diameter was 2.5 and distal 3.5 vessel diameter in which the stent was implanted. The differential size of the proximal/distal vessel did not appear to have contributed to the watermelon seeding of the stent I. E. Backward movement. There was no backward movement. After deployment of the stent, the proximal and distal ends of the stent extended at least 5 mm beyond the neck of the aneurysm. There was no significant vessel spasm during deployment. After deployment there was good vessel wall apposition. Jailing technique of the mc was not used for coiling during the deployment of the stent. No adverse side effects to the pt.

Manufacturer narrative:
The product was implanted and will not be returned. Additional info will be submitted within 30 days upon receipt.